Manufacturer narrative:
The suture was returned broken: however, no defects were observed in the suture material.

Event description:
During an umbilical hernia procedure, the suture broke. The surgeon applied another device without pt injury.